Event description:
Additional information received indicates that the scs system was replaced due to ineffective stimulation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-33322, related manufacturer reference number: 3006705815-2020-33323. It was reported that the patient entire scs system was explanted and replaced with a drg system for an unknown reason.